Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 7074227/7074226.